Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer blood glucose time of incident was 51 mg/dl. Customer another blood glucose was 45 mg/dl. Customer current blood glucose was 344 mg/dl. Customer's mother stated that she was not sure why customer was having the high and low blood glucose at this time. The customer was treated with bolus for high blood glucose. Customer had not been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was not active at time of low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer did not believed that insulin pump was over delivering due to low blood glucose. Customer was assisted with troubleshooting for low blood glucose. The device will not be returned for analysis.